Manufacturer narrative:
Based on further engineering investigation the failure is related to the device manufacturing. A personnel acknowledgment regarding the non-conformance was performed for the manufacturing personnel. Product risk assessment was generated and corrective actions have been initiated to further investigate the failure mode to eliminate the root cause(s) and to prevent recurrence of this type of complaint.

Event description:
As reported, during the testing of this fogarty catheter, the balloon deflated slowly. The issue was solved by replacing with a new unit. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation it was found the deflation time was out of specifications.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of deflation difficulties was confirmed. As received, the balloon was inflated with 0.9ml reverse osmosis water and the balloon inflated concentric and did not leak. However, balloon could not deflate completely after 60 seconds (aided with water). Per specifications, the maximum inflation time is 15 seconds (aided with water). The balloon deflation time with water was out of specification. A cut down was performed on the catheter body to locate occlusion. The balloon inflation lumen was found to be collapsed below the proximal windings. Through lumen was patent without leakage or occlusion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.